Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the physician was unsure if the helix of this dextrus right ventricular (rv) lead was fully extended despite more than 20 rotations of the terminal pin. With the lead attached to the pacing system analyzer (psa) there was an occurrence of pacing inhibition which resulted in asystole for more than two seconds. The field representative checked the lead-to-psa connections. When she returned to the psa screen, pacing had resumed. Lead testing demonstrated appropriate threshold, sensing, and impedance measurements, therefore the physician elected keep the lead in service. The lead measurements were noted as stable post-operatively. Apart from the asystole, there were no additional adverse patient effects reported.